Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2017-00093. This report is being submitted as additional information. The referenced pump exchange on september of 2016 was reported on medwatch MFR report # 2916596-2017-00094. Approximate age of device - 47 days. Additional information. The pump was returned for evaluation. Manufacturer's investigation conclusion: the explanted pump was returned. Device evaluation confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 2.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood contacting surfaces revealed a thrombus that was adhered to the rotor. The deposition was denatured and showed signs of layering, indicating that the thrombus formed at the rotor inlet section of the pump over an undetermined amount of time. Due to the structure of the deposition, it is unlikely to have formed at its observed location on the rotor and appeared consistent with thrombus that forms around the inlet bearings. Although a specific cause for the deposition and a duration of which it was present in the pump cannot be conclusively determined, it could have contributed to the elevated ldh and related symptoms. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had previously undergone a pump exchange on (B)(6) 2016 for pump thrombosis. The patient presented to the hospital in (B)(6) 2016, on an unspecified date, with worsening heart failure symptoms and worsening shortness of breath with lower extremity edema. When specifically questioned, the patient reported that he never felt well after his pump exchange on (B)(6) 2016. The patient was subsequently listed as status 1a for heart transplantation. Unfortunately, the patient had an acute exacerbation of symptoms, most notably with worsening creatinine (3.35) and elevation of lactate dehydrogenase to 2200 u/l. The patient was taken urgently to the operating room for a pump exchange on (B)(6) 2016. Additional information was received on (B)(6) 2017 reporting that the patient was elevated on the transplant list due to the two pump replacements while on support. After the patient¿s second pump exchange on (B)(6) 2016, the patient experienced abdominal bleeding and was taken back by the acute care surgical service team and omental bleeding was repaired. The patient was then listed as a 1a with an lvad complication and was matched to a donor heart. The patient consented to undergo lvad explant and heart transplant. It was reported that the omental bleeding was not device related, and that the issues was likely just adhesions and scar tissue from prior surgeries. There were no new issues on the newly implanted device.